Event description:
It was reported that black foreign matter was found in the bd ultra-fine¿ insulin syringe barrel before use while drawing up growth hormone medication. The following information was provided by the initial reporter: "initially a patient discovered while preparing growth hormone injection. When medication was drawn, black fm was visible inside of the barrel."

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1cc, 6mm, 31g syringe. Customer states that when medication was drawn, black fm was visible inside of the barrel. The syringe was returned with a small piece of dark material taped to a glass slide. The returned syringe was examined and no foreign matter was observed in or on the syringe. However, a small portion of the dark material taped to the glass slide was prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polycarbonate. A review of the device history record was completed for batch# 8337913. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200795749, 200794290, 200793942] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "since the date of manufacture for lot #8337913 corrective actions have been implemented to reduce fm inside the fluid path of the syringe. On 22jul2019 a software change was made to the assembly machines on line 9 l.oml syringe assembly that would shut down the machine if the vacuum pump that connects to the clean out probe experiences loss of power. In addition, standard work instructions were created on 17oct2019 to included steps for inspection and removal of fm from the assembly dial on the assembly machine at the start of every shift." H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd ultra-fine¿ insulin syringe barrel before use while drawing up growth hormone medication. The following information was provided by the initial reporter: "initially a patient discovered while preparing growth hormone injection. When medication was drawn, black fm was visible inside of the barrel."